Manufacturer narrative:
Patient identifier - requested, information yet to be received. Age and date of birth - requested, information yet to be received. Sex - requested, information yet to be received. (B)(6). Ethnicity - requested, information yet to be received. Race - requested, information yet to be received. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the r2p destination slender sheath valve leaked. A versacore wire and a 150 cm navicross was through the destination slender. The power injector was hooked up to the side arm of the destination and proceeded to power inject contrast. Upon injection, the contrast shot out of the main sheath valve significantly and sprayed the doctor. The patient was reported to be in stable in condition. It was reported that the procedure outcome was successful. Additional information was received on april 30, 2018. Radial to peripheral intervention was the procedure being completed. There was no blood loss reported. The reported device was used throughout the entirety of the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional patient demographics, provide additional information and provide the completed investigation results. Age & date of birth: requested but not provided. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on the complaint description, the valve leakage occurred when a power injector was used to insert contrast into the sheath, however, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on may 9, 2018. It was reported that there were no health concerns to the physician due to the reported event.